Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Device evaluation: visual analysis of the returned device identified: opening, wear abrasion, crease fold, brown particles, non-penetrating nicks. Leak test was performed and found opening on radius and posterior side. A microscopic analysis was performed which identified crease smooth opening on radius. Identified a striated edge opening, consist with use of a surgical tool. The fill test inspection was performed; the result is no blockage. Based on the device analysis the final assessment is: a crease smooth opening on radius due to a fold flaw opening and a striated edge opening on posterior side due to surgical damage. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side deflation. Healthcare professional additionally reported that the patient noted "symptomology of bii" which is not a device related event. Device has been explanted.